Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move. The following information was provided by the initial reporter: "customer called in stating that material #306546 will not flush has alot of resistance."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1139548. The review revealed that a second sampling for dry barrels was performed during the production process, which could potentially be related to the reported issue. However, no quality notifications were issued, and the lot was determined to be within specifications during final tests prior to release. As samples were not returned, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were tested for silicone distribution and the results concluded that there were no dry barrels; therefore, the reported defect could not be replicated in the retained samples.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move. The following information was provided by the initial reporter: "customer called in stating that material #306546 will not flush has alot of resistance."